Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and fentanyl all at unknown doses and concentrations via an implantable infusion pump for chronic low back pain and non-malignant pain. It was reported that the patient had his catheter plug twice. The catheter was replaced. No further complications were anticipated/reported.